Event description:
An explanted generator and lead that had been sent in error to a different MFR from a funeral home was received. A search of the social security death index showed that the vns patient from whom the device was explanted had deceased. Product analysis of the generator showed that it had reached normal end of service. No anomalies were found with the generator or lead. Good faith attempts to obtain additional information concerning the patient's death have been unsuccessful to date.